Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred during use in the cath lab. The physician inserted the intra-aortic balloon (iab) through the sheath via left femoral. Right away the physician was made aware of poor augmentation; the physician realized that the iab had not properly inflated. The physician attempted to manually inflate the iab. When this failed, the decision was made to remove the iab. As a result, the iab and sheath were removed from the pt successfully. Since the pt was doing well without the intra-aortic balloon pump (iabp) therapy, the decision was made not to insert another iab. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The therapy was interrupted indefinitely with no harm to the pt. The pt outcome was the pt was sent to the cardiac care unit and was recovering well.